Event description:
Healthcare professional reported left side " grade iii capsular contracture", "mild residual fibrocystic and lymphoedematous process", "loss of tension, "presence of scarce free liquid", "thyroiditis ii", " vascularity .. Accentuated ii with inflammatory pattern", " liver shows mild fatty component", "characterized by pain, a feeling of contracture and an increase in volume, which have subsided with anti-inflammatory and local measures", and "recall". Device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late and capsular contracture baker grade iii